Event description:
It was reported that, "doctor reamed to 50 attempted cup impaction, did not seat reamed to 51, did not seat reamed to 52 did not seat doctor then asked to have a 54 cup opened. Cup seated perfectly."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.